Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-15102019-0000558679 submitted for adverse event which occurred on (B)(6) 2011. Mwr-15102019-0000558698 submitted for adverse event which occurred on (B)(6) 2012. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that patient underwent removal of mesh on (B)(6) 2012 due to recurrent hernia, adhesion, nerve damage and bowel obstruction. No additional information was provided.